Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to (B)(6) infection and bacteremia. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to methicillin-resistant staphylococcus aureus (mrsa) infection and bacteremia. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead remains in service. Additional information received indicates that the patient arrived with increased swelling and fever around pacemaker site. Bleeding was also noted from lateral end of incision and CT of chest revealed fluid collection. There is draining of thick serous fluid and planned pacemaker removal. No additional adverse patient effects were reported. The rv lead was explanted.

Manufacturer narrative:
This supplemental report is being filed to capture the pertinent information of a new patient code added to h6.